Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with a note that stated, "pca pump demand not working." No specific patient information, device programming, or event details were provided. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.